Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Customer address their bg with a manual injection, loaded a new cartridge and resumed insulin delivery.